Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The initial result from the primary tube was 0.87 ng/ml. This result was reported outside of the laboratory. The clinician requested repeat testing after reviewing the patient's clinical history and previous results. The same primary tube was no longer available, but 2 aliquots were obtained from another tube that was drawn at the same time. On (B)(6) 2018 the result from aliquot #1 was < 0.003 ng/ml and the result from aliquot #2 was < 0.003 ng/ml. These results were more consistent with the patient's medical history of a prostatectomy and radiotherapy and were considered to be correct. There was no allegation that an adverse event occurred. The total psa reagent lot number was 291528 with an expiration date of mar-2019. Calibration and qc results were within the specified ranges. It was discovered that one of the aliquot samples contained fibrin clots. The customer thought a pre-analytical issue was likely and did not request further investigation. The customer used a clotting time of > 2 hours which may have been too long. Based on the information provided, an assay related issue was not suspected. The investigation was unable to determine a definitive root cause. A general product problem has been excluded.